Event description:
On (B)(6) 2004, the patient was implanted with three gore excluder bifurcated endoprostheses. The gore excluder bifurcated endoprostheses trunk-ipsilateral leg component was implanted on the right side. A gore excluder bifurcated endoprostheses aortic extender component was implanted at the distal end of the ipsi leg of the trunk-ipsilateral leg component. A gore excluder bifurcated endoprostheses contralateral leg component was implanted on the left side. On (B)(6) 2012, the patient presented to the emergency room with a cold left leg and claudication. Disease progression was identified on the left side. There was a lack of seal at the distal end of the contralateral leg component. There was an aneurysm in both the right common and internal iliacs. The right femoral artery was compressed due to the aneurysm development in the iliac arteries. The physician embolized the left internal iliac and implanted two expandable devices in the left common iliac arteries. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.